Event description:
On (B)(6) 2012, pt underwent l4/5 decompressive surgery through an open approach. A hemilaminectomy was performed on the right side of l4/5 and the baxano io-flex system was utilized to gain access to the foramen and the baxano io-flex microblade shaver 10mm was utilized to decompress bilaterally at l4/5. On the contralateral (left) side there was some mechanical emg response noted during placement of the baxano io-flex contra probe which subsided. No other notable events were recorded during the case and the surgeon closed w/o incident. Two days later, the pt experienced numbness/weakness and the inability to urinate. The surgeon discovered a dural tear upon re-exploration. Pt still had slight foot drop approx two weeks later.